Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 600 mg/dl at the time of the incident. Customer noticed air bubble during high blood glucose troubleshoot. . Approximate size of air bubbles is half the size of a dime. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. Customer advised to let insulin get to room temperature before use. The reservoir will not be returned for analysis.